Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "the swg (spring wire guide) was kinked during use." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire tubing. Visual inspection of the swg revealed two distinct kinks towards the distal end. Microscopic examination confirmed the damage and revealed that both welds were attached and fully spherical. The kinks on the guide wire measured 43mm and 51mm from the distal weld. The total guide wire length measured 685mm which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .84mm which is within the specification limits of .838mm-.877mm per the guide wire graphic. The guide wire was inserted through a lab inventory ars and a lab inventory introducer needle per the instructions-for-use (IFU). The IFU provided with this kit states, "advance spring wire guide into the syringe approximately 10 cm until it passes through the syringe valves. Raise your thumb and pull the advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring wire guide. Continue until spring wire guide reaches desired depth". The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire was kinked towards the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the swg (spring wire guide) was kinked during use." No patient harm reported. The device was replaced. The patient's condition is reported as fine.